Event description:
Zimmer surgical received a user facility medwatch reporting that the "pulsavac plus wound debridement system did not function. It appeared as though there was an issue with the batteries." Additional clinical follow up with the customer indicated that the reported device was unable to be used as it was initially inoperable. An identical replacement was available to complete the procedure. The battery pack was not reported to have been heated, and the staff had not cut the cable prior to intended use. There was no reported harm to the patient or user. It was reported that additional time was required to obtain and open an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.